Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Contact information was provided for the initial reporter but follow up is not possible as the information was received from a seminar presentation slide without any identifiers. Therefore, additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through sales representative "imp rupture". This record is for the unknown side. The device status is unknown.